Event description:
On (B)(6) 2012 the pt had a routine tracheostomy change and tolerated it without incident. On (B)(6) 2012, the pt was on a tracheostomy collar during a period of ventilator weaning. He experienced increased work of breathing and decreased oxygen saturation. The respiratory therapist (rt) was in the pt's room and placed the pt back on the ventilator. The tracheostomy (trach) tube was changed and it was noted that the trach cuff was ruptured. The pt tolerated trach change without incident. Approximately 24 hours later, on (B)(6) 2012, the pt again experienced increased work of breathing. He was returned to the ventilator. The ventilator continued to alarm for low pressure. The tracheostomy cuff was inflated manually then it quickly deflated on its own. The tracheostomy tube was immediately replaced and the low ventilator alarm stopped. The pt tolerated the trach change without incident. The old trach tube was examined and it was noted that the trach cuff was ruptured. Approximately 15 minutes later the rt responded to the ventilator alarm and found the pt with neck swelling and the ventilator alarming for high pressure. The pt was taken off the ventilator and manually ventilated. The rt met with significant resistance and had difficulty manually ventilating. The pt became unresponsive, his condition deteriorated and resuscitative efforts were started. An attempt was made to change the trach tube. It was not successful. Continued resuscitative efforts were also unsuccessful. They were stopped and the pt was pronounced dead. Trach was change done (B)(6) 2012.